Event description:
It was reported, the patient underwent treatment with a stent for intracranial vertebral atherosclerotic disease (icad) 2006. No complications were observed during procedure, and patient was discharged from the hospital three days post procedure. Follow-up 2007, post procedure indicated the patient had a seizure. No further information regarding the seizure was disclosed. In 2007, of the following year it was reported, the patient had suffered a transient ischemic attack (tia). No further information was available as the patient has since moved out of the state.

Manufacturer narrative:
For no alleged device malfunction.